Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that during a routine in-clinic follow up, the physician observed that the pt implanted with this pacemaker and right ventricular lead had developed a hematoma at the device implant site. The pocket was drained at which time, the stitches broke open. The physician re-stitched the pocket. Subsequently, the pt developed an infection. A revision procedure was performed. The device and lead were successfully explanted. No additional adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.